Manufacturer narrative:
The customer reported the suspect component is not available for analysis and no return good authorization (rga) has been issued. At this time, vyaire medical has not received the suspect component for evaluation. In the event that the device is received for evaluation or additional information is received, a follow-up report will be submitted.

Event description:
The customer reported an undetermined transducer fault (xdcr) display alarm, while in patient use on this ventilator device. The customer stated no patient harm or injury with this event.